Manufacturer narrative:
A product history record (phr) review of lot 18397164 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) was difficult to pull, and the indicator window did not change color. There was no reported patient injury. The intended procedure was a carotid artery stent implantation performed using a retrograde approach. Hemostasis was initially attempted with a closure device but required manual compression after failure. There were no visible signs of device or packaging damage before use. The femoral artery suitability was verified via angiography, confirming an appropriate insertion angle and vessel diameter equal or greater than 5mm. No calcification, plaque, stent, or signs of hematoma, fistula, or pseudoaneurysm were observed at the puncture site, and the site had not been closed in the previous 30 days. No difficulties occurred during the connection of the exoseal vcd with the vascular sheath introducer. The indicator wire cowling locked properly with an audible click, and pulsatile flow was seen in the bleed-back indicator. The device and introducer were retracted together until bleeding slowed or stopped, though the physician did not place a thumb on the plug deployment button during retraction. No red color appeared in the indicator window. Upon device removal, the indicator wire loop was visible and showed no abnormalities. The product has not yet been shipped; the tracking number will be provided once shipment occurs later this week. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) was difficult to pull, and the indicator window did not change color. There was no reported patient injury. The intended procedure was a carotid artery stent implantation performed using a retrograde approach. Hemostasis was initially attempted with a closure device but required manual compression after failure. There were no visible signs of device or packaging damage before use. The femoral artery suitability was verified via angiography, confirming an appropriate insertion angle and vessel diameter equal or greater than 5mm. No calcification, plaque, stent, or signs of hematoma, fistula, or pseudoaneurysm were observed at the puncture site, and the site had not been closed in the previous 30 days. No difficulties occurred during the connection of the exoseal vcd with the vascular sheath introducer. The indicator wire cowling locked properly with an audible click, and pulsatile flow was seen in the bleed-back indicator. The device and introducer were retracted together until bleeding slowed or stopped, though the physician did not place a thumb on the plug deployment button during retraction. No red color appeared in the indicator window. Upon device removal, the indicator wire loop was visible and showed no abnormalities. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. Additionally, an 8f cordis avanti catheter sheath introducer (csi) was returned inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18397164 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, device history review, and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.